Event description:
Complaint received that the brake caster at head of bed locks wheel but caster swevels with brake on. No injury reported.

Manufacturer narrative:
Technician found the brake caster at head of bed would lock the wheel, but caster swivels with brake on. Isolated the problem to caster stem was broken. Replaced brake caster to resolve this issue.